Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump failed to boot up properly once installing aa battery, blank display was noted. Unable to perform the displacement test, sleep current test, active current test, and self test due to blank display. Test p-cap locked properly into the reservoir compartment. Pump was cut open to perform visual inspection and found a misaligned battery tube. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, cracked case, scratched case, cracked keypad overlay, missing display window/cover, broken battery tube threads, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, and end cap address label missing. Cosmetic damage was confirmed at the pump case (back at the bottom portion). Blank display was confirmed during testing due to a misaligned battery tube. Moisture damage was confirmed found isolated to the battery tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer observed a crack at the back of the insulin pump. The customer reported no adverse event. The event involved product(s) mmt-1780kpk. Troubleshooting was performed and advised the pump should be replaced. No harm requiring medical intervention was reported. The customer was discontinued the use of the pump. Mmt-1780kpk was requested and customer response was the device will be returned.